Event description:
The patient underwent a breast augmentation procedure in 05. The patient was instructed by the doctor to remove the catheters themself. The patient attempted to remove the catheters; one was removed without difficulty, but the other broke during its removal. The patient underwent successful surgery to remove the broken segment 8 days after the initial surgery the doctor indicated the patient is doing fine.